Manufacturer narrative:
Follow-up #2: date of submission 09-aug-2019. Device evaluation: the pump has been returned and evaluated by product analysis on 01-aug -2019 with the following findings: a review of the pump black box data showed frequent low battery warnings in the alarm history. During a visual inspection of the pump, the battery compartment was observed to be cracked. There was evidence of corrosion in the battery compartment. Leak testing revealed leaks at the battery compartment. Pump electrical current draws measured within specifications. The pump case was removed and no further evidence of moisture was found. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had a battery life issue. The reporter alleged the battery compartment was cracked and contained moisture. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.